Event description:
There were no witnesses to this accident. Based on investigation, the facility concluded that the resident cut her lower leg on the half length side rail on the bottom portion of resident's bed. The side rail was in the down position, apparently, resident caught her leg on round, cyclinder portion of metal latch. The resident is confused and has very poor skin integrity. Injury required that the resident be transfewrred to hospital emergency room for sutures. Wound due to resident's skin condition was unable to be sutured. Resident as of 1/17/96 is receiving daily dressings and antibiotic treatment. Vascular surgeon evaluatedresident injuryon 1/10/96 and willcontinue to be followed as necessary. Resident may require skin graft.based on this unsafe feature, the side rails were removed from the resident's bed prior to her return from the emergency room. All side rails with this design were removed from resident beds on january 9, 1996.